Event description:
It was reported that the catheter was implanted after its use before date (ubd) (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011. Catheter model # 8578, serial # (B)(4), implanted on: (B)(6) 2012. (B)(4).